Manufacturer narrative:
The device was evaluated by authorize philips bench technician. The bench technician stated that the speaker malfunction error was replicated and there was no sound. The speaker is faulty and needs to be replaced. Based on the results of the information provided, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a defective speaker assembly. The issue was resolved by providing a replacement speaker assembly.

Event description:
Philips received a complaint on an intellivue multi measurement server x2 indicating there was a speaker malfunction. It is confirmed that the speaker didn't produce sound. The device was not in clinical use at time of event, no patient involvement.